Manufacturer narrative:
Concomitant medical products: angioplasty balloon, av coated drug balloon, wire, catheter. (B)(4). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an angioplasty using another manufacturer's drug coated balloon (dcb) through the flexor introducer sheath, the balloon broke off in the right external iliac artery. The physician attempted to remove the balloon through the sheath but was unsuccessful. Upon removal of the complaint device the balloon was found to be lodged half way inside and half way outside the sheath; the sheath became loose, seemed to be overworked, and the coils loosened. A fluoroscopy was performed which showed no remaining balloon/foreign body was left in the right iliac artery. The physician re-accessed the right common femoral artery with a 4f micropuncture catheter to do an angiogram to ensure there was no damage to the artery. The microcatheter was then removed and pressure was held, a pressure bandage was then applied to access site. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the complaint device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be a known inherent risk associated with the usage of the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigation findings.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.